Event description:
A report was received that stated a nurse received a needle stick. The patient received the medication via a deltoid needle. At the conclusion of the injection, the needle became detached from the syringe and remained in the patient's arm. The needle dislodged from the patient's arm and began to fall to the floor. The nurse reactively attempted to catch the falling needle and suffered a needle stick injury to her finger. The nurse is reportedly receiving medical treatment consistent with blood exposure.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.